Event description:
Vascular occlusion [vascular occlusion] , histamine response after treatment [skin reaction] , areas around the injections sites were effected [injection site reaction] , swelling of the eyes [eye swelling] , swelling down to the neck [swelling] , rha3 in chin [off label use] . Case narrative: united states report received from healthcare professional via company representative on (B)(6) 2026 and refers to a female patient who had received rha 3 (resilent hyaluronic acid, mepivacaine) on (B)(6) 2026 (reported as friday last week) for an unknown indication. The patient's medical history was not provided. It was reported that the patient did not receive treatment with other toxin products, fillers, or cosmetic procedures prior to the event. The patient was not allergic to any drug or food. No concomitant medication was provided. A volume of three syringes of rha 3 (resilent hyaluronic acid, mepivacaine) was applied at chin (unknown volume), mentalis (unknown volume), nasolabial folds (unknown volume) and lips (unknown volume) via unknown injection technique. It was not reported if cannula was used for the administration. Lot# (10)24352bl0 and expiration date: 26-aug-2026. On (B)(6) 2026 (reported as after treatment; to be confirmed), the patient experienced a histamine response. Areas around the injections' sites were affected, including swelling of the eyes, and swelling down to the neck. This had resolved without treatment. Patient had also experienced a vascular occlusion, the filler was dissolved and this also was resolved. At the time of report, the outcome of the events: vascular occlusion, skin reaction, injection site reaction, eye swelling and neck swelling was considered as resolved on an unknown date in (B)(6) 2026. The intensity of the events vascular occlusion, skin reaction, injection site reaction, eye swelling and neck swelling was not provided. Rha 3 product was not available for return. Health effect: clinical code e2328, obstruction/occlusion. Health effect: clinical code e1717, skin disorders. Health effect: clinical code e2111, injection site reaction. Health effect: clinical code e2338, swelling/ edema. Health effect: clinical code e2338, swelling/ edema. Health effect - device code: a2304, off-label use. The picture of the product was provided. No additional information was available at the time of this report.